Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If explanted; give date: n/a (not applicable). The intraocular lens remains implanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after folding the intraocular lens (iol) correctly and after implanting, the doctor discovered a little damage/scratch at the edge/periphery of the iol. No patient injury was reported. The iol remains implanted. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: product is not available for investigation because it was not returned and still implanted in patient's eye. Photos of the complaint sample were provided. Visual evaluation of the photos showed a mark on the upper left area of the eyes, viewed under the doctor¿s point of view. However, this mark is outside the 3mm zone. According to hb0017, if the lenses show a scratch, residues, indention or pimple/pit outside the 3mm zone, the lenses will be accepted. However, the defect could not be determined as scratch, as the lens is still implanted in the patient¿s eye and thorough cosmetic investigation could not be performed. Therefore, this complaint is not confirmed. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.